Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with pressure transducer and flow transducer failure has been confirmed in problem description. According to provided information the issue was resolved by replacing air and o2 gas module. The replaced parts were not returned for further evaluation. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).